Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain five of five. During the troubleshooting, it was determined that the patient line disconnected from the transfer set due to a loose connection. The care giver explained that the home patient reconnected to the patient line when the device alarmed. The technical service representative assisted with clearing the alarm and the patient was going to complete the therapy manually. During the follow up, a nurse reported not knowing anything about the event because the patient and care giver did not mention having any issues and were completing therapy without problems. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, a disconnection between the patient line and the transfer set was reported, due to a loose connection, which is known to cause this alarm. If additional relevant information is obtained, then a follow-up MDR will be submitted.